Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had multiple power loss alarms. It was reported that the batteries would be changed, and the issue would be resolved. It was reported that after a couple hours after changing the batteries, the alarm would return. It was reported that the customer's blood glucose level was 147.6mg/dl. It was reported that the customer was advised to change out the batteries and clear the alarm. It was reported that the customer was assisted with date and time setting, and fill procedures. No further assistance was needed.